Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the l5 nerve root.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had initial pain relief following the procedure but presented with pain complaints four weeks later. A CT scan showed that the superior implant was impinging on the l5 nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior implant. The implant was solidly fixed in the ilium and required osteotomes and considerable effort to remove it. The explant hole was filled with bone graft. The status of the patient following the revision surgery is not yet known.